Manufacturer narrative:
Device evaluated by MFR: the catheter was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection found the device to have a kink at the distal end. The polymer distal tip was moved out from its position, exposing the core wire. The polymer distal tip was cut/broken, and was not returned. The inner-most core wire was not exposed. Dimensional inspection was performed. Overall length could not be measured due to device condition (polymer distal tip was cut/broken). Od of the distal tip could not be measured due to the same reason. The middle and proximal sections were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. Complaint confirmed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that peeling of guidewire coating occurred. A v-18 control wire was inserted and during the "probing" of the superficial femoral artery (sfa) an unnatural bending of the wire occurred. The wire was drawn from the catheter and a detachment of the coating was then observed on the wire. The coating peeled from the wire, but did not fully detach. The entire wire and coating were removed from the patient. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that peeling of guidewire coating occurred. A v-18 control wire was inserted and during the "probing" of the superficial femoral artery (sfa) an unnatural bending of the wire occurred. The wire was drawn from the catheter and a detachment of the coating was then observed on the wire. The coating peeled from the wire, but did not fully detach. The entire wire and coating were removed from the patient. No patient complications were reported and the patient's current condition is fine.